Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, two samples were collected at a covid drive thru center, placed in sealed bag, and brought to the lab. Sample 1 was tested within an hour of being collected, processed per pi on (B)(6) 2022 with the xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive, flu a/b negative, and rsv negative. This result was not reported to the physician. Patient was asymptomatic; the patient was tested for travel purposes. (B)(6).

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, two samples were collected at a covid drive thru center, placed in sealed bag, and brought to the lab. Sample 1 was tested within an hour of being collected, processed per pi on (B)(6) 2022 with the xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive, flu a/b negative, and rsv negative. This result was not reported to the physician. Patient was asymptomatic; the patient was tested for travel purposes. (B)(6). This result was reported to the physician. This case involves an asymptomatic person tested by the xpert xpress cov-2/flu/rsv plus test for travel screening (off-label use). A swab was positive for sarscov2 with late CT value and normal pcr curves. A second swab was negative by the xpert xpress cov-2/flu/rsv plus test. Both swabs were tested again using the xpert xpress cov-2/flu/rsv plus test and were negative. The likely root cause is target/s near limit of detection or near cut-off. There was no evidence of product malfunction and no harm to the asymptomatic person tested. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Cepheid patient safety board noted to customer that testing of patients that are not suspected of covid-19 is off-label and must be validated for this use. Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.